Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the video connectivity was intermittent. The procedure was completed by doing a direct laryngoscopy. The customer reported isolating the issue to just the glidescope spectrum smart cable. No harm to the patient was reported.